Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this introducer caused pneumothorax. Boston scientific company representative reported that the introducer caused several punctures as the patient had small veins which attributed to the pneumothorax. The introducer will not be returned. No additional adverse patient effects were reported.